Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, there was a loading error. The plunger overshoots the lens and the lens was scratched. The lens was explanted from the patient eye and a new lens of similar model and diopter lens was implanted to complete the procedure on the same day. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6 and h.11. Only half of the lens was returned positioned incorrectly posterior side up in the lens case. Solution was dried on the returned portion of lens. The optic was torn, split, cracked, and cut into pieces, typical of insertion and removal. The returned portion of cut optic had deep scratches in the center and close to the optic edge on the anterior side of the lens. The other portions of cut lens were not returned for evaluation. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported loading error complaint. The lens was return in the lens case for evaluation. The qualified associated cartridge was not returned for evaluation. The reported scratch was observed. All lenses are 100 percent inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Information was provided that the plunger overshot the lens. The instruction for use (IFU) instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Use the company cartridge at operating room temperatures between 18 degree centigrade (64 degree fahrenheit) and 23 degree centigrade (73 degree fahrenheit). Temperature greater than 23 degree centigrade (73 degree fahrenheit). If the operating room temperature is too high (greater than 23 degree centigrade / 73 degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement and cause damage. No further information has been provided at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.